Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections d3 (country type & country) and h6 (component code, type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
H3 other text : device is not available.

Event description:
Agency name: xxxxxxxx. When did it occur? : when the needle was inserted into the skin and then removed. Needlestick injury: no. Other treatment: no. Were the returned items used? : no returned items. Returned quantity: 0. Details of the event ( timeline, history, etc. ) : when an insulin injection was given to a pet and the needle was removed from the skin, the needle broke off and remained inside the body. At the discretion of the physician in charge, the needle was removed from the skin. No health hazard to the pet. Facility name: xxxxxxxx.